Manufacturer narrative:
Correction: UDI and h4: were inadvertently omitted from the initial report. This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely, that the power cut occurred, due to the faulty printed circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, high-definition lcd monitor power turned off after 20 minutes, then recovered after some time. The issue was found during the procedure. The procedure was completed with the same device. There were no reports of patient harm.